Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years 2 months post implant of this 22mm aortic mechanical valve, it was explanted and replaced with a 23 mm aortic bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years 2 months post implant of this 22mm aortic mechanical valve, it was explanted and replaced with a 23 mm aortic bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.